Event description:
Information was later received that this lead was explanted and replaced. No adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and impedance measurements greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the lead was returned severed. There was dried body fluid through the entire lead lumen. The insulation was puckered 517-527mm from the tip. The insulation was bent and the inner insulation was worn 490, 495, abd 500mm from the tip. The insulation was cut 525mm from the tip. As a result, the clinical observations were confirmed as the lead was fractured 500 mm from the tip.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.